Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The pump was also received with moisture damage on the motor and vibrator. The pump was received with minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot, broken battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call of moisture damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he fell into a pool and got the pump and meter wet. The customer stated that the meter is not giving him the right readings. The customer stated that the pump was exposed to fluid in the past with no moisture visible in the pump. There was no button error in the alarm history. The customer was assisted in performing the self-test and it passed. The customer stated that there is a crack on the battery compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.